Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. No root cause is able to be determined. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed due to the rod being broken. No patient adverse event was reported.